Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damage or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. Inspection of the bottom housing and environmental seal found no damage or manufacturing defects that would indicate that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels rose to greater than 13.9 mmol/l (250 mg/dl) between 5 and 24 hours of wearing the pod. The patient¿s mother stated they did not feel the cannula when the pod was activated, they were unsure if it properly inserted. Upon removal of the pod, the cannula was found dislodged from the infusion site on their back. As treatment a new pod was applied. The patient had an appointment with their healthcare provider (hcp) on (B)(6) 2026. The hcp switched the patient to u-200 insulin and since then their blood sugars have been better.